Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector that reportedly cracked during patient use. It was also reported as very difficult to remove the tego from the dialysis catheter. The customer reported that this was due to a manufacturing problem. The user facility has been using these 'tego plugs' for hemodialysis for almost 13 years. The customer reported that this is the first time this type of problem has occurred. The facility has not changed the type of dialysis, the catheters, equipment, nor any of the supplies used in hemodialysis. The customer stressed concern about the cracks and that they could contribute to an increased risk of bloodstream infections and air embolisms in patients. The 'tego plug' is the only connector approved for use on patients with dialysis catheters at the facility. Having to apply extra pressure to remove the tego connector leading to the risk of accidental dislodgement of the dialysis catheter was also a concern described by the customer. The problem has been reported as recurrent. There was an unspecified delay to treatment, unspecified and unexpected diagnostic intervention and unspecified patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter full phone number: (B)(6).

Manufacturer narrative:
Received two used d1000 tego connectors for inspection. One of the returned samples had seal tearing. Each male luer was measured and found to meet iso standards. The sample with no tearing was leak tested and passed functional specifications. The reported complaint can be confirmed on the one tego due to the torn seal. The probable cause of the torn seals is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in process. Updated information in b5 and h6. D9 device returned to MFR on 4/16/2025.

Event description:
Additional information was received from the customer again on (B)(6) 2025 stating that there was a presence of air in the catheter when the catheter was closed. Tego cap was changed. Damage in terms of material cost because requires an earlier change of tego. The customer was concerned with an increased risk of air embolism if the tego had not been changed. There is no more information because these are all identical situations, one ah223 had been done for one of the patients and the others on one and the same ah223.